Event description:
A mother applied a waterproof band aid brand tough strip to her 8-year-old son¿s wound on (B)(6) 2024. It was reported that following the application, on (B)(6) 2024, the wound started reacting and on (B)(6) 2024 it became really dark. There was also report of pain, blistering and rash at the site of application. Consumer¿s son was taken to the emergency room and was treated with unspecified steroid cream. The consumer¿s son was not admitted to the hospital related to this event.

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A6: patient weight, ethnicity and race were not provided for reporting. D4: this report is for (band aid brand tough strips waterproof 20ct ap 9300607179453 9300607179453apa 9300607179453apa). Device is not distributed in the united states, but is similar to device marketed in the USA (bab tough strips waterproof 20s USA 381370048336 8137004833usa 8137004833usa), lot# 240703. D4: 510(k) exempt device I complaint: UDI not required: (B)(4). Upc = 9300607179453. Expiration date= 270630. Lot number = 240703. D9: device is not expected to be returned for manufacturer review/investigation. H6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on jul-03-2024. H6: health effect clinical code: e1716 - refers to consumer alleged skin discoloration. E2330 ¿ refers to consumer alleged pain. E1703 ¿ refers to consumer alleged blister. E1714 ¿ refers to consumer alleged rash. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.